Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2018-24270 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient needed a replacement remote for both of their devices, but then indicated that they "need to have both devices replaced." No patient symptoms were reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) in initial regulatory report no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they needed both programmers. They needed one implant replaced and the other implant needed the batteries replaced. They have moved and haven't been able to locate either programmer. The most newest implant never seemed to be working and once the site where the implant was put in got really hot, but they didn't have an infection. They have contacted their previous place of residence but no one found them. Patient further reported that they were in too much pain to continue on. They have also been sick for the last 2 years and getting worse. Patient stated they need a double mastotomy and wanted to get the implants fixed before chemo and radiation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the site where the device was implanted was extremely hot however there was no infection. The device seemed to be hot. No cause was noted. Patient mentioned they weren't doing anything other than just laying around during the one time the device got really, really hot. They were not working or doing any exercises. Patient was not able to take any actions as they didn't have medical insurance. The device is still inside of them. They have let their hcp know, and now they just need the remotes to be able to remove the device. Moreover, patient didn't understand why they can't just get the device removed or replaced. Patient had been in pain everyday. They haven't been able to live a normal life due to this and they were extremely depressed. No further complications were reported or anticipated.